Event description:
The customer reported that the device was reanalyzing more frequently than expected and that it was giving analyzing interrupted messages.

Manufacturer narrative:
The customer reported that the device was reanalyzing more frequently than expected and that it was giving analyzing interrupted messages. The involved patient died. It is not yet known whether the device was a factor. A follow-up report will be submitted after philips obtains more information about this event.